Manufacturer narrative:
(B)(4).

Event description:
This device is at eri indication. It appears that the patient had several svt's on (B)(6) 2015, several charges and several shocks. A competitor's device was implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was returned and analyzed. The device memory demonstrated a normal device function while the device was implanted and in service. In particular the charging cycles mentioned in the complaint description resulted from intrinsic heart signals. The bench test of the ICD revealed that all therapy functions were available. The archive data and the programmed parameters were inspected. High right ventricular pacing outputs of 6.0 v and 1.5 ms were programmed. This represents a high current program, which results in a faster discharge of the battery. In conclusion, the device was fully functional. There was no indication of a device malfunction. Analysis of the device revealed a normal battery depletion. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.